Manufacturer narrative:
This is an initial report. Reported complaint has not been investigated at this time. No device has been received. After 3 attempts to receive device have failed the complaint will be closed. If device is received the complaint will be reopened, if closed due to no device received. Awaiting device delivery which is to include more information. A final evaluation and report will be filed as more information comes available.

Event description:
Initial customer complaint reported over infusion no alarms. No further information is available at this time. Total volume to be infused, solution infusing or rate unknown at this time. No patient injury occurred as a result of this complaint. Information from (B)(6) and she states that she will send in pump report with pump.